Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the receiver and transmitter on (B)(6) 2016. Patient's mother stated that the patient never takes the receiver with him. Patient's mother was advised that receiver and transmitter must always be within 15-20 feet of each other. No injury or medical intervention was reported.